Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 6 years, 11 months post implant of a 26mm sapien xt in a pre-existing surgical valve in the mitral position via transapical approach, the 26mm xt valve is failing due to mitral stenosis. The patient was also reported to have stenosis of the bioprosthetic valve in aortic position (23mm sapien xt valve). A mitral valve in valve in valve (vinv) procedure was performed with a 23mm sapien 3 ultra inside the 26mm sapien xt valve. The 23mm sapien xt valve in aortic position was treated with a non-edwards valve.

Manufacturer narrative:
Correction to b5 and h6 based on additional information received. Additional information added to b7. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-07061. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. There is no allegation of device malfunction contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien xt valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. For this case, due to insufficient of information, a definitive root cause was unable to be determined at this time. However, the progression of pre-existing disease processes may have been a contributing factor. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
It was initially reported by the field clinical specialist (fcs), that approximately 6 years, 11 months post implant of a 26mm sapien xt in a pre-existing surgical valve in the mitral position via transapical approach, the 26mm xt valve is failing due to mitral stenosis. The patient was also reported to have stenosis of the bioprosthetic valve in aortic position (23mm sapien xt valve). The mechanism of failure for either of the valves is unknown at this time. A mitral valve in valve in valve (vinvinv) procedure was performed with a 23mm sapien 3 ultra inside the 26mm sapien xt valve. There is no indication at this time that the 23mm sapien xt valve in aortic position required intervention. Per medical records review, the patient presented with decompensated heart failure in the setting of worsening severe bioprosthetic aortic stenosis (as) and bioprosthetic mitral stenosis (ms). An echocardiogram performed showed bioprosthetic valve(s) present in the mitral position with severe mitral stenosis, an elevated mean gradient 12.9 mmhg and trace mitral regurgitation. The bioprosthetic valve present in the aortic position had severe prosthetic stenosis an elevated mean gradient of 88 mmhg and severe valvular and paravalvular regurgitation. The patient underwent a tavr valve-in-valve (viv) and a mitral viviv with subsequent improvement in valvular function. Post deployment images showed that the valves were in good position with no insufficiency, no gradient and no paravalvular leak. The patient tolerated the procedure well. There were no reported complications or device malfunction during the procedure. The hospital course was complicated by thrombocytopenia 'due to destruction from valve replacement, which is a known phenomenon'. The anemia 'was likely due to iron deficiency anemia due to chronic hemolysis from severe valvular disease'. These were treated with medication. The patient was discharged in stable condition on postoperative day 13.